Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 06/28/2007 to 08/27/2020 and note that this device has been returned for service 1 time, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8100 pump module was requested for repair for preventative maintenance due to the sensor voltage being too high on the bottle-side, which occurred even after replacing the sensor and failed pressure calibration.